Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. If they were used, was something attached to them? : not used. Returned quantity: 1. Details of the event (timeline, history, etc.): the drug solution did not come out.(the needle is not broken). The needle was changed, and the product could be used. Please investigate.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.